Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, initial drain not included. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:43:58. During night drain cycle three, the patient's ultrafiltration reading was 1501ml, indicating the home patient (hp) drained 1501ml more than their maximum programmed fill volume of 2200ml. No additional information was available.